Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the left ventricular lead was removed from the body and was attempted to be placed in an alternate vein. Upon reinserting a guidewire, it was noted not to pass easily through the lead. The lead was flushed and clots of blood were flushed out. Despite this the wire continued to be problematic with passing through the lead. It is suspected that blood remained in the inner lumen. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.